Event description:
It was reported that right ventricular lead exhibited a sensing anomaly and noise. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an insulation abrasion at 6.6 cm to 7.0 cm from the connector pin which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. This likely caused the reported complaint of noise and sensing.